Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Reported event was confirmed by review of medical records noting evidence of metallosis within the pericapsular structures posteriorly with dark clear fluid consistent with metal wear inflammatory response. The stem was well fixed with some proximal osteolysis. The cup was in a retroverted position and there was anterior wall loss as well as posterior wall loss. The patient required additional lengthening of the leg in order to gain adequate tension on the abductor sleeve and achieve stability of the hip. Shr was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: us157852 ¿ m2a magnum cup ¿ 854360, 157446 ¿ m2a magnum head - 729900, 103205 ¿ taperloc stem ¿ 976090. Customer has indicated that the product will not be returned for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-01890, 0001825034-2020-01891, 0001825034-2020-01893.

Event description:
It was reported that patient underwent a left hip revision approximately 12 years post implantation due to metallosis and altr. During the revision, femoral osteolysis was noted as well as a retroverted acetabular cup behind which was significant bone loss. The stem remained intact while the cup and head were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Complaint sample was returned and evaluated against the reported event. Visual inspection of the taper showed no visible debris inside of the taper. Additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.